Manufacturer narrative:
G4: 15nov2019; b4: 18nov2019. H11: d11: concomitant medical products removed. H11: h6: corrected: no patient involvement. H10: the manufacturer¿s international service technician confirmed the reported light emitting diode (led) issue. The manufacturer¿s international service technician replaced the power switch overlay ("button panel") to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm lamp fault. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.